Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an unexplained delivery of 1.4 units of insulin from the insulin pump, stated that it happened during the customer's sleep overnight. The customer reported having a blood glucose value of 60 mg/dl. After the event. The customer was unable to confirm the event in the insulin pump's bolus history. The insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.